Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted a pinhole (balloon rupture) which was not reported by the account. Additional information was received stating that the account was not aware of any balloon rupture during the procedure. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, or insufficient preparation prior to use. The reported dissection and myocardial infarction are listed in the non-compliant (nc) trek instructions for use (IFU), in the adverse effects section as a known adverse event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A conclusive cause for the noted balloon rupture could not be determined the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that a dissection occurred in the mid left anterior descending (lad) coronary artery during pre-dilatation with a 3.0x12mm nc trek. The dissection was treated by three absorb bioresorbable vascular scaffolds. During the procedure, a non-st elevated myocardial infarction was diagnosed and the patient experienced chest pain and elevated cardiac enzymes. The nstemi resolved after the third scaffold was implanted. Although the patient required pro-longed hospitalization, it was noted he was in doing fine after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.